Manufacturer narrative:
Examination of the returned instrument confirmed a small portion of the threaded tip broke off. The root cause is attributed to misuse; it appears the threaded tip of the inserter was not fully seated before impacting and/or extracting. The date code cv0506 indicates the instrument was manufactured in may of 2006 and is over 9 years old. Review of the as400 found this product code is obsolete. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stem inserter has a broken tip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.